Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a small atrium for a mitraclip procedure. It was noted that the transseptal puncture was suboptimal. All devices used were prepped according to instructions for use (IFU). The 1st clip (xtw) controls did not behave as expected and when m knob was applied the clip went anterior. The clip was pulled back to the key and it was noted that the longitudinal alignment marker was rotated 180 degrees. However, 2 operators and an additional abbott representative (tina-sophie thorhauer) saw that it was initially aligned. The clip was realigned and implanted. Alignment of the second clip (xt) was closely monitored. When m knob was applied, the clip went to the roof of the atrium. This clip was also retracted to re-key. The longitudinal alignment marker was still in position here. After reintroducing the clip, the control behaved as expected and the clip was implanted. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (sleeve steering issues), associated with the cds (clip delivery system) steering towards anterior direction with m-knob applied and the delivery system mis-keyed, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.